Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified right coronary artery that was 99% stenosed. The turntrac flex guide wire was advanced to the lesion without issue. However, when advancing the balloon over the guide wire, resistance was met and therefore the physician decided to remove both the balloon and guide wire. When withdrawing the devices, the physician then noted the guide wire with tip coils separation, core intact with the guide wire remaining in one piece. No part of the guide wire remained in the anatomy as it was removed entirely in one piece. A new turntrac guide wire was used to successfully complete the procedure. There was no noted resistance during withdrawal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.